Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During an ablation procedure, a second degree burn occurred due to the pad not being properly adhered to the patient. The burn healed on its own with no treatment necessary. The event occurred two to three years ago. No further information is available.